Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an error code 130.6020 and 110.6021. There was no patient involvement.

Event description:
It was reported that the device had displayed an error code 130.6020 and 110.6021. There was no patient involvement.

Manufacturer narrative:
Correction: is combination product? Annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a0509. Annex b: b01. Annex c: c23. Annex d: d11. Annex g: g0204002. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported device had error codes 130.6020 and 110.6021 on the pcu was confirmed in the log review and was observed during testing. No condition was identified during the internal or external inspection that is linked to the reported event. All parts inspected were manufactured by bd. Functional test results identified the reported error 110.6021 during post, but during testing the system error 130.6020 could not be observed. The result of alaris system maintenance test on the suspect device was observed within normal values. The pcu logs were retrieved from the systems to ascertain event details associated with the reported event. The event date as (B)(6) 2025; time was not reported. A review of the last month log showed two system error codes 130.6020 and 110.6021, the error codes was observed on (B)(6) 2025. During this time, the error code appeared two (2) times. (See figure 4) no logs or infusions were observed on the day of the reported incident the error logs showed the next error code on the month of (B)(6): at 02:23:26 pm on (B)(6) 2025 the error code 130.6020, keyboard failure severity fatal. At 02:40:43 pm on (B)(6) 2025 the error code 110.6021, keyboard failure severity. No active infusions were programmed on the day of the reported event or during the remainder of the reported month. The pcu is turned on and during the power-up process the user presses the up key, which causes a system malfunction event (error code 110.6021) to appear immediately after completing the post. Per the alaris directions for use (dfu v12.3), qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu s/n (B)(6) (w/o: (B)(4)) device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.